Manufacturer narrative:
(B)(4). Product investigation was completed. This lead was subjected to and passed continuity, hi-pot, mechanical and x-ray tests. Lead was determined to have met specifications.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons at a surgical intervention. No additional adverse patient effects were reported.